Manufacturer narrative:
The insulin pump had intermittent button response due to corroded up and down button keypad traces. No unexpected number ramping anomaly was noted during testing. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked reservoir tube lip and a stained end cap sticker.

Event description:
It was reported that the numbers on the customer's insulin pump were continuously scrolling when she would try to deliver a bolus and the buttons stopped working. The customer stated the insulin pump may have been exposed to perspiration. Her blood glucose level was 83 mg/dl. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.